Event description:
It was reported that customer experienced multiple cgm error alerts on sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided with instructions to perform complete pump reset and planned to reset pump when ready and contact technical support again if problem persisted.